Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two inappropriate shocks. Review of the both shock episodes noted oversensing and changes in morphology measurements causing the delivery of inappropriate therapy. The s-ICD remains in service and no adverse patient effects were reported.